Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 385100 and lot number 4093772. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Event description:
It was reported that bd q-syte closed luer access device leaked at the connection. The following information was provided by the initial reporter: leakage from patient interface during infusion the interface thread is not easy to tighten. Replace the infusion connector. Injury manifestation: none.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.